Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm and prime anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed rewind and self test, however unit failed prime/seating. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. Pump¿s history and trace files downloaded successfully using thump software. No delivery alarms noted in the pump history on [03/14/2025] at [11:00:53.000], [11:07:11.000], [11:10:55.000], and at [11:11:09.000] during bolus. Pump was cut open to perform visual inspection and found a damaged motor slide. No damage noted at the electronic assemblies during visual inspection. P-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and keypad overlay texture damage. Unable to verify insulin flow blocked alarms due to prime/fill anomaly. Prime fill anomaly confirmed during testing due to damaged motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.